Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited chronically high, out of range, shock impedance measurements. The lead will continue to be monitored. No adverse patient effects were reported.